Event description:
It was reported during in clinic follow up that the patient had experienced ventricular tachycardia (vt) but the implantable cardioverter defibrillator (ICD) failed to provide effective treatment. It was discovered that the device was in backup mode. Data analysis revealed that the device had multiple failed charging attempts. It was speculated that the capacitor overload caused the ICD to be unable to complete the charging process, and multiple charging attempts led to battery depletion. The product was explanted and successfully replaced. There were no patient consequences.